Event description:
A company representative reported that the tip of an aleutian an inserter fractured, the tip of an aleutian an inserter deformed, and the tip of an aleutian an mi inserter deformed intra-operatively. The procedure was completed successfully with a 90 minute surgical delay and no adverse consequence to the patient. This report captures the fractured aleutian an inserter.

Event description:
No new information.

Manufacturer narrative:
Additional data: h3. H6 coding has been updated to reflect completion of the investigation.

Manufacturer narrative:
Corrected data: b5.

Event description:
This report captures the deformed aleutian an inserter.